Event description:
It was reported that the patient presented for a scheduled right atrial (rv) lead implant procedure. Post-procedure, it was noted via x-ray that the new (ra) lead was dislodged. The patient was brought back to the procedure room and the (rv) lead was successfully relocated on (B)(6) 2024. There were no patient consequences.